Manufacturer narrative:
Investigation summary no samples (including photos) were returned for the reported issue of ¿on the packaging bag (sterile pouch), it looks like there are traces of condensation¿ with lot number 0337476 regarding item # 302986, so retention samples were used for the investigation. The DHR of material number 302986 with batch number 0337476 was checked and there were no quality notifications found. The investigation and simulation was carried out on ten retention samples where the investigating team has visually tested the samples for condensation inside the package and no condensation inside the package was found in the ten retention samples. The defect could not be confirmed and the exact root cause could not be determined as there are no photographs of the condensation or original sample to confirm the reported defect. No action could be taken as the defect is not confirmed and the root cause could not be identified.

Event description:
It was reported that bd emerald¿ syringe had traces of condensation on its packaging. This has occurred once and no patient impact has been reported. The following information was provided by the initial reporter, translated from french to english: on the packaging bag (sterile pouch), it looks like there are traces of condensation. Problems of opacity of the plastic, not regular. Lot 0337476 (significantly different from the other lot: 0361054).

Event description:
It was reported that bd emerald¿ syringe had traces of condensation on its packaging. This has occurred once and no patient impact has been reported. The following information was provided by the initial reporter, translated from (B)(6) to english: on the packaging bag (sterile pouch), it looks like there are traces of condensation. Problems of opacity of the plastic, not regular. Lot 0337476 (significantly different from the other lot: 0361054).

Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.